Event description:
It was reported that a balloon rupture occurred. The 90% stenosed mildly tortuous and moderately calcified target lesion is located in the common femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported. It was further reported that the patient's status post-procedure was good.

Manufacturer narrative:
Updated describe event or problem.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed mildly tortuous and moderately calcified target lesion is located in the common femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.